Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as due to care taker change. One day after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection (500mg start dose, discontinued, route and not reported), fortum injection (1g start dose, followed by 250mg each bag, discontinued, frequency not reported), and heparin (1000u each bag, frequency not reported) for peritonitis. It was reported that the patient was discharged nine days after being hospitalized and was recovered from the event. Pd therapy was ongoing. It was reported that the caretaker was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that pd therapy was dose reduced. Should additional relevant information become available, a supplemental report will be submitted.